Manufacturer narrative:
In this incident, patient experienced a blister on the abdomen - flanks area following a laser procedure with the sculpsure. User error was involved in this incident since it was also determined that the treatment was performed over creases in the skin/uneven tissue upon the flanks. The clinical reference guide was not followed as it cautions: "do not treat over areas of deep, thick skin folds where the applicator may not cool the area adequately. Discomfort and adverse skin effects may result." The patient sought medical intervention at a burn center where the wound was debrided and received enzymatic medication cream. Blisters are expected side effects from laser treatments, however this event is reportable because the patient had medical intervention.

Event description:
Patient had medical intervention following a laser procedure.